Event description:
The customer reported to olympus that during a therapeutic procedure using the evis exera iii duodenovideoscope and a single use distal cover, the cap fell off into the patient's mouth during removal of the scope. The cap was retrieved by the patient without complications. There was no patient death, harm, or injuries reported due to the event. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-23125 used in the procedure.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the reported event is likely due to the cover may have been easily detached from the device due to insufficient attachment or, there was unnoticed damage to the cover causing it to be easily removed from the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported there was no damage observed on the cover when retrieved. No anti-fog agents or chemicals were used during the procedure. After attaching the distal cover to the scope three (3) different people double checked it was secure with no damage by moving the elevator up and down followed by pulling on cap to make sure it was secure and moving elevator up and down.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-(B)(4). Correction to h6 component and problem codes. The customer was unable to dedicate time to demonstrating how they attach the distal cover to the endoscope. However, they have never noticed a defect/damage on the distal cover before attaching it. They stated there is no difficulty in the attachment process. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: -the facility educates all personnel involved with attaching the distal cover before or during the procedure. They do not ask the personnel who attaches the distal cover to follow the instruction manual, but provides user guide after training. Furthermore, it was confirmed by the facility the distal cover is stored in multiple storage rooms. They receive distal cover without the box and it is stored in the trolley. The trolley is brought to operating room and the distal cover is picked up from the trolley and attached to the endoscope. They are using omnibloc from gi supply inc.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.